Event description:
It was reported that an intervention was required to remove and replace a bi-v implantable cardioverter defibrillator (ICD), of a patient enrolled the more (B)(6) clinical study, due to earlier than anticipated battery depletion. No patient complications have been reported as a result of this event. It was also noted that there were multiple communication attempts between the ICD and the remote monitor, which could be a contributing factor to battery depletion. The monitor has been reconfigured to link with the new ICD and remains in use at the patient¿s residence.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).